Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment and a damaged battery cap. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings:visual inspection of "battery cap" revealed, "stripped threads", the "yellow o-ring" was visible. Observe "battery cap" unable to tighten onto battery compartment. Power loss was duplicated due to the cap detaching and battery compartment crack. Time and date was accurately set at start of investigation. Performed pump rewind, load, and prime with no alarms. Pump was exercised for (B)(4) hours on a 1 unit per hour basal rate with test battery cap. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.